Event description:
A secure connection could not be maintained on three (3) pediatric tracheostomy tubes and various swivel adaptors. It is unknown how long the devices were in place when the disconnects were detected. On 3/29/96 tech rep conducted site visit to review facility's device usage and to discuss recommended device and ancillary respiratory connector attachment techniques and protocols. There were two (2) pts involved with no reported pt compromise. The three devices were discarded and will not be returned to the MFR for analysis and investigation.